Event description:
It was reported that the tip broke off in the patient's ear during procedure. There was no report of patient injury.

Manufacturer narrative:
Product analysis was completed. The tip of the bur has fractured and diamond attached to the tip of the bur is missing. To further evaluate the fracture surface the bur wire was dissociated from the housing wire. The fracture surface associated with the bur wire was completely examined using scanning electron microscope (sem). Multiple fracture origins, which is typical of application of bending load to a rotating part is evident on the facture surface. A sear lip, which is typical of a final fracture from ductile overload, is evident on the fracture surface. (B)(4). Conclusion: the tip of the bur fractured due to application of bending loads during use. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device has been returned, but evaluation is not complete.